Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.

Event description:
It was reported the power doesn't maintain continuously and suddenly turned off or pacing off, even the battery is new. The problem was discovered during testing for backup pacing. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. It is noted battery returned with device measured 9.16 volts no load. Analysis found the high rate cover, upper case, control knobs, lower case, and heart wire block are contaminated. Battery drawer, battery latches, side bail covers, ring cover, o- rings, battery latches, and heart wire contacts are contaminated. The ring is bent. (B)(4).